Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a leak was confirmed. The root cause was determined to be a loose blue winged luer cap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(6) 2010 however, due to a failed (B)(4), this MDR is being resubmitted on (B)(6) 2010. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a half day infusor device was leaking during use. The device was being used, but was not connected to a patient when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.